Event description:
It was reported that there might be a malfunction with an implantable neurostimulator (ins) and a possible ins replacement was being considered. The need for replacement was also questioned given the short amount of time that had occurred since ins placement. The reporter had limited information about the status of the ins.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was working and the patient was scheduled to have a battery check on (B)(6) 2013. It was reported that 'early in the month' the screen on the patient programmer was reading that the battery was half depleted. The reporter stated that this meant that the battery in the programmer was half depleted, not the device battery. It was noted that this may have been the cause of the 'rapid battery depletion' reported. It was reported that there was no known current problem.

Manufacturer narrative:
Concomitant products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot# j0225583v, implanted: (B)(6) 2002, product type lead; product ID *unkn-ld, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID *unkext, serial# (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).